Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Report source: other: specialty device request. The device was not returned for evaluation as the device location is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Product location unknown.

Event description:
It was reported that a patient required a constrained hip due to instability and chronic dislocation. The patient has a well fixed triflange with integrated size 21 ringloc+ acetabular shell, and a zmr femoral stem. In order to avoid compounding the revision with bone loss from removing well fixed components the surgeon has requested a freedom constrained liner to fit into the existing triflange and a freedom constrained head with a zmr taper to mate with the well fixed femoral stem. The standard line freedom constrained liners are not offered as small as size 21; therefore a custom device is required. No further information was provided. Attempts to obtain further information have been unsuccessful.